Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the exact cause of the incident could not be identified. However, it is possible that some form of stress ¿ such as damage or deterioration of components during handling ¿ compromised the watertight integrity of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the proportional valve had an air leakage issue on the high flow insufflation unit. There was no patient involvement.